Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified left anterior descending artery. A 2.75 x 48 mm xience xpedition stent was implanted in the lesion and a proximal edge dissection was noted afterwards. Therefore, a 3.0 x 18 mm xience prime stent was deployed to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.